Event description:
Site reported they had trouble loading the CT data images on the inreach system. The superdimension portion of the case was cancelled and the pt was under general anesthesia. There was no report of pt injury, death, or other serious adverse event.

Manufacturer narrative:
A component of the system, a CT scan, was evaluated. A software anomaly bug was identified and resolved. Site reported the pt's procedure was rescheduled and the case was completed without any complications. Superdimension is filing this MDR out of an abundance of caution due to the risks associated with multiple exposures to anesthesia.